Manufacturer narrative:
Cause of the system impedances is unable to be determined as the device was discarded by the medical facility and the firm was not able to perform any testing.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. During a pre-MRI check in (B)(6) 2024, impedances were returned and the patient was unable to get the testing performed. On (B)(6) 2024 the firm was notified that a full system explant was performed on (B)(6) 2024 in order for the patient to proceed with the MRI. MRI was for a medical condition unrelated to the nalu device. The firm was not notified that the procedure was planned or had occurred until (B)(6) 2024.